Manufacturer narrative:
This report is being sent to correct d6b, missing explant date.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received a single inappropriate shock due to over-sensed myopotential noise. The patient was seen in-clinic, where the myopotential artifacts were replicable with left arm movement. Boston scientific technical services (ts) was contacted for a device data review, and it was discussed that the patient had also received a prior inappropriate shock in (B)(6) 2023. Ts determined that the myopotential noise was reproducible in all three sensing vectors, and that the automatic screening performed showed that only the secondary sensing vector passed while supine and standing. Other postures failed in the secondary vector due to low amplitude measurements. The primary and alternate vectors were also not an option for reprogramming, as there was evidence of over-sensed noise. Ts recommended comparing the recent x-ray images with the post-implant images to ensure proper system placement. Additionally, ts stated that a new automatic screening tool should be performed to consider a potential s-ICD system repositioning. Recently, the physician elected to surgically explant the s-ICD system and a transvenous system was implanted to resolve the event. No additional adverse patient effects were reported. It is unknown whether the explanted s-ICD system will be returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received a single inappropriate shock due to over-sensed myopotential noise. The patient was seen in-clinic, where the my potential artifacts were replicable with left arm movement. Boston scientific technical services (ts) was contacted for a device data review, and it was discussed that the patient had also received a prior inappropriate shock in june 2023. To determined that the myopotential noise was reproducible in all three sensing vectors, and that the automatic screening performed showed that only the secondary sensing vector passed while supine and standing. Other postures failed in the secondary vector due to low amplitude measurements. The primary and alternate vectors were also not an option for reprogramming, as there was evidence of over-sensed noise. Ts recommended comparing the recent x-ray images with the post-implant images to ensure proper system placement. Additionally, ts stated that a new automatic screening tool should be performed to consider a potential s-ICD system repositioning. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received a single inappropriate shock due to over-sensed myopotential noise. The patient was seen in-clinic, where the myopotential artifacts were replicable with left arm movement. Boston scientific technical services (ts) was contacted for a device data review, and it was discussed that the patient had also received a prior inappropriate shock in (B)(6) 2023. Ts determined that the myopotential noise was reproducible in all three sensing vectors, and that the automatic screening performed showed that only the secondary sensing vector passed while supine and standing. Other postures failed in the secondary vector due to low amplitude measurements. The primary and alternate vectors were also not an option for reprogramming, as there was evidence of over-sensed noise. Ts recommended comparing the recent x-ray images with the post-implant images to ensure proper system placement. Additionally, ts stated that a new automatic screening tool should be performed to consider a potential s-ICD system repositioning. Recently, the physician elected to surgically explant the s-ICD system and a transvenous system was implanted to resolve the event. No additional adverse patient effects were reported. It is unknown whether the explanted s-ICD system will be returned for analysis.